Manufacturer narrative:
Block h6. Device code a040609 is being used to capture the reportable event of needle shaft bent.

Event description:
Note: this is the first of two overstitch nxt devices used in the same procedure with two overstitch sutures. It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the needle shaft and the suture anchor became bent. The same issue occurred with a second overstitch nxt endoscopic suturing system and overstitch suture. The procedure was completed using a new overstitch nxt device and a new suture. There was no patient complications reported as a result of this event.